Manufacturer narrative:
Results of investigation: vyaire medical field service representative (fsr) went onsite and inspected the unit. The root cause was determined due to defective o2 pressure regulator. As a resolution, vyaire advised customer that the vent requires new insp block. Replaced inspiration block, performed calibration and verification. Unit worked properly according to factory specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). He suspect device has not been returned for evaluation. However, logs analysis shows alarms 271 and 388 alarms. Advised customer that the unit insp. Block needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf 388 - no o2 dosing possible and tf 271 - o2 supply fail - no o2 dosing possible found in received logs. Furthermore, there was no patient associated with the event.